Event description:
During a rectum resection procedure, the device did not cut and staple correctly. They tried to use a new like device, but the rectal stump was too small. They had to finish the procedure by hand suturing. There was no patient consequence.